Event description:
It was reported that myopotential oversensing was observed on the right atrial (ra) lead. An x-ray was performed and no anomalies were revealed. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.